Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all soehendra biliary dilation catheters are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure, the physician used a cook soehendra biliary dilation catheter. It was reported [that] immediately after the tip of the sbdc-7 appeared on the endoscope screen, something that appeared to be a purple part was seen, so the sbdc-7 was removed. Something that appeared to be a purple part remained in the forceps channel, so it was removed with forceps. Upon confirmation, it was the purple sleeve (with the cook logo) on the proximal side of the sbdc-7. It is likely that the sleeve had come off due to poor adhesion or some other reason. Another sbdc-7 was used to complete the procedure without any problems. A section of the device did not remain inside the patient¿s body. The detached portion of the dilation catheter was retrieved with forceps from the endoscope channel due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was examined, and the purple shrink tubing at the proximal end was able to be moved along the length of the device freely. A lab meeting was held with manufacturing engineering and production leadership on 09may2025. During the meeting it was confirmed that the shrink tubing was not sufficiently shrunk during the manufacturing process, this is considered operator related. Additionally, it was noted during the lab meeting, using a calibrated french scale, that the distal tapered tip could not advance through the 4fr gauge per specification. This is also considered operator related. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The proximal shrink tubing has been insufficiently shrunk. This occurred due to operator error. An additional nonconformance was identified during evaluation as it was found the distal tip size was larger than specified. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. However, retraining was not performed in response to this occurrence as the operator responsible for these occurrences is no longer performing these processes. Prior to distribution, all soehendra biliary dilation catheters are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure, the physician used a cook soehendra biliary dilation catheter. It was reported [that] immediately after the tip of the sbdc-7 appeared on the endoscope screen, something that appeared to be a purple part was seen, so the sbdc-7 was removed. Something that appeared to be a purple part remained in the forceps channel, so it was removed with forceps. Upon confirmation, it was the purple sleeve (with the cook logo) on the proximal side of the sbdc-7. It is likely that the sleeve had come off due to poor adhesion or some other reason. Another sbdc-7 was used to complete the procedure without any problems. A section of the device did not remain inside the patient¿s body. The detached portion of the dilation catheter was retrieved with forceps from the endoscope channel due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.